Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in primary sensing vector, which, resulted in delivery of 5 inappropriate shocks. The noise was felt to be related to myopotentials. Additionally, r-wave amplitude measurements were noted to have decreased since implant. Automatic setup was performed and failed in all sensing vectors in sitting and supine positions. Double counting was noted in secondary and alternate sensing vectors in real time while performing automatic setup. Technical services (ts) discussed potential troubleshooting and programming options. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician felt the noise was related to a high frequency bundle branch block. The primary sensing vector was reprogrammed to alternate, and monitoring will be continued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in primary sensing vector, which, resulted in delivery of 5 inappropriate shocks. The noise was felt to be related to myopotentials. Additionally, r-wave amplitude measurements were noted to have decreased since implant. Automatic setup was performed and failed in all sensing vectors in sitting and supine positions. Double counting was noted in secondary and alternate sensing vectors in real time while performing automatic setup. Technical services (ts) discussed potential troubleshooting and programming options. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise in primary sensing vector, which, resulted in delivery of 5 inappropriate shocks. The noise was felt to be related to myopotentials. Additionally, r-wave amplitude measurements were noted to have decreased since implant. Automatic setup was performed and failed in all sensing vectors in sitting and supine positions. Double counting was noted in secondary and alternate sensing vectors in real time while performing automatic setup. Technical services (ts) discussed potential troubleshooting and programming options. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician felt the noise was related to a high frequency bundle branch block. The primary sensing vector was reprogrammed to alternate, and monitoring will be continued. Additional information was received that this electrode and s-ICD exhibited t-wave oversensing resulting in delivery of inappropriate shock therapy. Additionally, high shock impedance measurements of 118 ohms were noted. Automatic setup was performed and only passed in secondary sensing vector in supine position. Primary and alternate sensing vectors did not pass. An x-ray was performed and showed the electrode shock coil curved away from the sternum. The electrode coil also appeared to rise up from the sternum, which, was suspected to be a factor in the increased shock impedance measurements. Technical services (ts) discussed potential troubleshooting options. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.